Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2009 indicate normal receiver stimulator function with multiple electrode anomalies. The results of a CT scan indicated normal placement of the device. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Event description:
A physician reported that her pt was found to have a perforation of the fallopian tube - due to an essure micro-insert - on the essure confirmation test 3 months following the essure procedure. The physician reported that it was necessary to remove the micro-insert laparoscopically. The physician reported that the pt was asymptomatic prior to removal of the micro-insert and was doing well following removal.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4).